Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028396 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1028396 and test base part number 190-430 / lot 1028396. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1028396 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is s sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal ipv innovated product brand sterile flock swab. Repeat testing was not performed. Confirmation testing was performed (B)(6) 2021 on nasal swabs with pcr generating negative results. The customer stated the patient was symptomatic. The customer reported the patient treatment was impacted or delayed based on the ID now result. No additional patient information, including treatment and outcome, was provided.